Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia and insulin pump did not go back to auto mode. Customer's blood glucose level was 43 mg/dl at time of incident, treated with food and current blood glucose level was 144 mg/dl. The customer declined troubleshooting. It was unknown that the customer was using auto mode feature. The device will not be returned for analysis.